Event description:
Caller reported alarms 2 and 26 related to an occlusion issue. There was no adverse impact to the customer's blood glucose level. System check was performed by tandem technical support and a cartridge change resolved the issue.